Event description:
Boston scientific crm received information that this device displayed an end of life (eol) replacement indicator associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.